Event description:
In 2009, 6:00 p.m., ICU nurse and respiratory therapist transported the pt, dependent on a ventilator, and receiving diprivan drip, to the cath lab for permanent pacemaker. Pt was positioned supine. Scrub tech applied a 6" velcro strap to support the pt's arms. The strap secured the pt to the table's mattress, which was not attached to the procedure table. The scrub tech also secured the pt at the knees with only strap that the table is equipped with and attached directly to the table. While preparing for the procedure, the scrub tech was within 4-5' from the table. The circulator was within 4' of the table. Pt's left should thrust upward, and the pt rolled off procedure table to the floor. New cath lab table with significant difference from previous cath lab table, e.g. Flat surface vs concave, slippery surface. When pt began falling the mattress, which was velcroed to the pt slid off bed with pt. The table is not equipped with a restraint for the upper portion of the body; the only table-equipped restrain fits below the knees. Initial date of cath table use - approx two months prior - product is still in use-. Dates of use: 2009 - table is still in use. Diagnosis or reason for use: cath lab procedures. Event abated after use: no. Event reappeared after reintroduction: no.